Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported to fresenius customer service that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. The patient contact stated they did not know what the cause was. Upon follow up with the patient¿s pd registered nurse, it was reported the patient was hospitalized on (B)(6) 2021 due to a peritonitis infection. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2021 during this hospitalization and the patient was transitioned to hemodialysis (hd) for renal replacement therapy. The patient¿s information was transferred to an in-center hd clinic and the pd outpatient clinic did not receive any further information concerning the patient¿s peritonitis infection and the associated hospitalization. Multiple attempts were made to the patient, patient contact, and in-center hd clinic to acquire further details concerning the patient¿s peritonitis, hospitalization and their disposition following these events; however, no additional information was obtained. As a result, required information including patient specific data, laboratory results, hospital course, source of this infection, medical intervention required, and current modality of renal replacement therapy remain unknown.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment on the pump door, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An (as-received) treatment-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed on the cycler and completed without any alarms or failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, a valve actuation test, a patient pressure sensor calibration check, and a mushroom head check. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump, on the inside of the rear panel, and behind the mushroom heads of pump a and b. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A patient contact reported to fresenius customer service that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. The patient contact stated they did not know what the cause was. Upon follow up with the patient¿s pd registered nurse, it was reported the patient was hospitalized on (B)(6) 2021 due to a peritonitis infection. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2021 during this hospitalization and the patient was transitioned to hemodialysis (hd) for renal replacement therapy. The patient¿s information was transferred to an in-center hd clinic and the pd outpatient clinic did not receive any further information concerning the patient¿s peritonitis infection and the associated hospitalization. Multiple attempts were made to the patient, patient contact, and in-center hd clinic to acquire further details concerning the patient¿s peritonitis, hospitalization and their disposition following these events; however, no additional information was obtained. As a result, required information including patient specific data, laboratory results, hospital course, source of this infection, medical intervention required, and current modality of renal replacement therapy remain unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and liberty cycler set, and the adverse events of peritonitis; however, it is well established pd patients are at high risk for infections of the peritoneum. In the absence of a confirmed root cause of this infection, the source of the patient¿s peritonitis cannot be determined. Therefore, the liberty select cycler and liberty cycler set cannot be excluded as a potential source or contributor of this patient¿s adverse event. Based on the available information, there was no specific allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A patient contact reported to fresenius customer service that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. The patient contact stated they did not know what the cause was. Upon follow up with the patient¿s pd registered nurse, it was reported the patient was hospitalized on (B)(6) 2021 due to a peritonitis infection. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2021 during this hospitalization and the patient was transitioned to hemodialysis (hd) for renal replacement therapy. The patient¿s information was transferred to an in-center hd clinic and the pd outpatient clinic did not receive any further information concerning the patient¿s peritonitis infection and the associated hospitalization. Multiple attempts were made to the patient, patient contact, and in-center hd clinic to acquire further details concerning the patient¿s peritonitis, hospitalization and their disposition following these events; however, no additional information was obtained. As a result, required information including patient specific data, laboratory results, hospital course, source of this infection, medical intervention required, and current modality of renal replacement therapy remain unknown.